Event description:
It was reported that approximately three weeks post routine device change-out the patient developed a pocket infection and systemic symptoms of endocarditis (fever, chills). Transesophageal echocardiography (tee) demonstrated vegetation on the leads consistent with endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted. During the explant procedure, the patient became transiently hypotensive during removal of a lead. Tee imaging demonstrated trivial pericardial effusion. The system was replaced five days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead 2010 (B)(6); (B)(4) ICD 2014 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: a medial segment of the lead was returned. Analysis could not be performed due to legal restrictions. No eval other description: analysis cannot be completed at this time due to pending litigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.